Event description:
An engineering investigation has been initiated on the device regarding a failure to turn on due to a depleted internal clock battery. The depleted batteries were found to be caused by improper packaging and handling. There have been no patient related events reported related to this issue.